Event description:
Dl hickman catheter placed (B)(6) 2010. Pt had 2nd body repair on (B)(6) 2011 due to external leak.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.